Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as looking like a bruise under the te pads where gel is leaking. The patient¿s physician prescribed klayesta for the skin irritation. Follow up indicated that the skin irritation improved.